Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive and required hard presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05-apr-2019 with the following findings: on investigation, the keypad cover was intact and without damage. On testing, all the keypad buttons demonstrated intermittent unresponsiveness. Contamination was found under the contacts of all the keypad buttons. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. Also unrelated to the original complaint, the display screen was noted to be dim/discolored.